Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion had moderate tortuosity, heavy calcification and a 90% stenosis. After using the rotablator, the voyager nc was used for post-dilatation after the stent deployment; however, it ruptured at the first inflation at 18 atm. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Results and conclusions summation-balloon ruptures can be affected by balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, pt anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. Possibly the balloon material was damaged during interactions with other devices, the stent implant and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation. A definitive cause for the reported balloon rupture cannot be determined.